Event description:
The report indicated that the customer applied a new pod in the evening then awoke with high bg levels that lasted through the afternoon (334-457 mg/dl). Multiple boluses were administered but her bg's did not come down. The pod initiated an occlusion alarm, at which point it was immediately removed and replaced. The device will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.